Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 03-jan-2023 h6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 50 sealed 20g x 1.16in. Insyte autoguard units from lot nubmer 2165893. The returned units were opened, functionally tested for proper tip adhesion break and finally advanced off the needle hub to identify any potential resistance. A gross visual inspection did not identify and damage or defects to the components. Functional testing found that all units had adequate tip adhesion and no resistance was present when breaking the tip adhesion or advancing the catheter. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ IV catheter the silicone was visible on the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: damage the vein when removing the IV catheter. Potential pain, future complications for patient. It seems that there is an excess of silicone oil and the catheter is sticking to the needle. The problem occurs with nurses who stick directly without unblocking the catheter from the needle before placement.

Event description:
It was reported while using bd insyte¿ autoguard¿ IV catheter the silicone was visible on the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: damage the vein when removing the IV catheter. Potential pain, future complications for patient. It seems that there is an excess of silicone oil and the catheter is sticking to the needle. The problem occurs with nurses who stick directly without unblocking the catheter from the needle before placement.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.